Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports their blood glucose level had rose to 300 mg/dl. The patient reports having pain at the pod infusion site (arm). The patient reports they removed the pod from the infusion site prior to going to their doctors office. Once at the doctors office the patient was diagnosed with an abscess at the pod infusion site. The patient was prescribed keflex to be taken for 10 days. The patient was at their doctors office for 30 minutes.